Event description:
Medtronic physio-control is investigating hipot test failures of tranformers t2, t3 and t4 on the biphasic pcb assembly observed during the mfg process. A failure of one or more of these transformers could cause the device to be disabled or to be missing one of the defibrillator output phases. There have been no confirmed failures of these components occurring in distributed product.